Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Treatment was not reported. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report the patient was not recovered from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On the same day as onset of peritonitis, the patient was hospitalized and treated with vancomycin (2 gram, every 3 days) ip and gentamicin (40 mg daily) ip for fungal peritonitis. Two days later, vancomycin and gentamicin were withdrawn. The next day the patient was treated with caspofungin (50 mg daily) intravenously for fungal peritonitis. Six days later, the patient's peritoneal dialysis (pd) catheter was pulled and hemodialysis was initiated. Fourteen days after hospitalization, the patient was discharged. At the time of this report, the patient was recovered from the event. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.